Event description:
A patient reported possible inaccurate results with a surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 182mg/dl and 133mg/dl successively. Patient has reportedly used the same fingerstick for both readings. Patient has not experienced any adverse events. Patient refused to have meter replaced. No allegations of harm have been made.